Event description:
It was reported that this left ventricular (lv) lead potentially exhibited oversensing. It was noted that the patient may have experienced lv premature ventricular contractions (pvcs) and/or the lead may have exhibited oversensing artifact. Technical services (ts) and the caller discussed troubleshooting and programming options. The lead remains in use. No adverse patient effects were reported.